Event description:
"Material # unknown, batch # unknown it was reported by customer that the safety septum (gray part) was leaking blood .this happened sometime in the last month. She said that when she used nearport 18g, the safety septum (gray part) was leaking blood, so much so that she had to use a pressure dressing and gauze to make it stop bleeding from the closed safety. This happened again later in the week with a 22g"

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.